Event description:
The pt called tech support from home requesting assistance bypassing drain 1 to fill 2 of his treatment. During the call, he mentioned that he was taken by ambulance to the hospital for an infection. Tech support assisted the pt with the bypass and he continued treatment without difficulties. It was later learned that the pt was hospitalized with peritonitis.

Manufacturer narrative:
The returned liberty cycler was subjected to a system air leak test and a valve actuation test, an internal inspection and a simulated treatment. The returned liberty cycler passed all inspections and tests. Per the fmc pharmacovigilance physician: peritonitis is typically due to touch contamination of the peritoneal dialysis catheter/tubing connection and not attributed to the cycler. There was no reported malfunction or cassette fluid leaks. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.